Event description:
Caller reported a malfunction on pump, which displayed a malfunction code labeled as malf 1. Despite this issue, there was no adverse impact to customer's blood glucose level. Customer was advised on resetting the pump by technical support, who also assisted with the pump reset. For further troubleshooting, customer was transferred to software support as the pump indicated that it was "booting" and displaying screens associated with a software update.